Event description:
During an in clinic follow up, an increased threshold and phrenic nerve stimulation were observed on the left ventricular (lv) lead. Reprogramming was performed to resolve the event. The patient was stable.